Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history part # 04.118.528ts. Lot # 8l43324. Manufacturing site: früh verpackungstechnik ag. Release to warehouse date: 02, aug 2021. Expiration date: 01, aug 2026. Supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Non-sterile part # 04.118.528. Non-sterile lot # 69p9270. Manufacturing site: werk selzach logistik. Release to warehouse date: 14, sep 2020. Supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2025, the patient underwent orif surgery for clavicle fracture with screw. During surgery, when the resident screwed in the screw with a screwdriver, the screw head broke off. The screw that was inside the patient's body was able to be removed immediately. The patient was a 27-year-old man with hard bone, which could have affected to the screw breakage. The surgery was completed successfully without any surgical delay. No further information is available.